Event description:
It was reported that ash split ii has "continuous kinking of catheter at insertion site, despite smooth angle and manipulation to relieve kink. Once catheter kinks, has memory of it and wants to kink in the same area."